Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient height: 6ft. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00497.

Event description:
The user facility reported that the involved angio-seal device was stuck in the angio-seal sheath. The angio-seal came all the way out. The estimated blood loss was less than 250cc's. The patient's condition was stable, no issues. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 27jul2020. Both occurrences happened on the same patient. The procedure was peripheral angiogram with intervention using a 7fr sheath. There was difficulty advancing the angio-seal through the angio-seal sheath; it was stuck in the proximal portion of the sheath and removed by using a hemostat. A pre- deployment angio was performed. Manual pressure was used, and hemostasis was achieved. No issues with the patient were noted from the angio-seal. When the first device failed, the second angio seal device was pulled. When the second device failed, manual compression was applied to achieve hemostasis. There were no issues with the patient noted from the angio-seal device.